Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2010, the patient presented to emergency department and was hospitalized for 'torsades'. The patient was defibrillated which resulted in sinus bradycardia with significant hypotension. The patient was diagnosed with non st elevation myocardial infarction (killip classification: unknown) and cardiac catheterization was recommended. The denovo lesion being treated was located in the proximal left circumflex (prox lcx) with 80% stenosis and was 20mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation and placement of a 3.00x24mm taxus liberte stent, with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient presented to emergency department with shortness of breath, loss of consciousness and was hospitalized on the same day. Chest x-ray revealed emphysema with biapical pulmonary fibrosis with chronic obstructive pulmonary disease. The patient experienced cardiopulmonary arrest and was intubated with et tube. The patient was initially placed on ventilator, and then became pulseless and cardiopulmonary resuscitation (CPR) was started. The patient was taken off ventilator and was manually ventilated with resuscitation bag on 100% oxygen. The patient was stable and placed back on ventilator. A few minutes later, the patient once again experienced drop in blood pressure, decision was made not to begin CPR. The patient was intubated. At different intervals of time, CPR was performed. Half an hour later, the patient once again experienced drop in blood pressure. The patient was off ventilator and was manually ventilated with rapidly decreasing heart rate. Ten minutes later, the patient died due to 'cardio-pulmonary collapse'. No autopsy was performed.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that per the death certificate, the likely cause of death was "primarily due to acute hypercapnic respiratory failure".

Manufacturer narrative:
(B)(4).